Event description:
The pt reported that, while trying to place a new cartridge in his insulin infusion device, " the black rubber stopper just collapsed" which caused 315 units of insulin to spill inside of the cartridge compartment. Due to the large amount of insulin ingress inside the infusion device, the product was replaced and requested to be returned for evaluation. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue.